Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h11. Corrected section: b5.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) power cord will not retract and has a frayed cable. The outer sheathing had a small cut. No wires were exposed beyond the sheathing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1-event site email, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e3, h8. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was able to unstick the reel so that it would retract. A cut was found in the sheathing. The fse replaced the ac power cord reel. All functional and safety tests were performed per manufacturer specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of the power cord not retracting and a cut on the sheathing. The fat performed a visual inspection and found the part to be in good condition. Could not identify the cut on the sheathing. The fat installed the cord in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Passed all testing. No failures confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) power cord will not retract and has a frayed cable. There was no patient involvement.